Manufacturer narrative:
Although the initial submission was completed within the 30 calendar day reporting timeline, this MDR is being reported outside of the 30 calendar day reporting timeline due to initial incomplete submission resulting in a lack of e-submission ack3 confirmation.

Event description:
The patient reported symptoms of an allergic reaction in the form of a swollen face and mouth. As a result, the patient discontinued use of the plastic aligners.